Manufacturer narrative:
Qc testing was performed at the time of product release and produced results that met all acceptance critiera.

Event description:
Clinical data collection site reported patient had csf leak after duramatrix suturable placement. The patient returned to the or 3 months postop for shunt placement and repeat wound revision. The complainant stated the csf leak was related to the patient's unerlying hydrocephalus and was not related to a technical or material issue. No additional information was provided on patient status or patient outcome.